Event description:
The customer stated that while attempting to calibrate axsym rubella igg assay, a calibration failure occurred with an error code of 1048 (a/b ratio too high) and elevated calibrator a. The customer replaced the probe with no resolution. The issue was resolved by replacing the reagent pack. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.